Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low cartridge chemistry results for 3 patients generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were not reported outside of the laboratory. There was no impact to patient treatment as a result of this event.

Manufacturer narrative:
Qc results were within the lab's established ranges. Bci hotline recommended customer inspect the cap piercing. The customer replaced the wick and the issue was resolved. Service was not dispatched for this event because troubleshooting with hotline resolved the issue.